Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a vtach alarm occurred, but red alarm did not sound and inop message did not display. The device was in use on a patient at the time the issue was discovered. There was no report of an adverse event or patient harm.

Manufacturer narrative:
.